Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose level was 225 mg/dl. Customer was instructed to charge pump using known working charging supplies, was informed that insulin on board, maximum hourly bolus, and cgm sessions would reset and require manual restart after shutdown, was given battery best practice tips, and was advised to monitor system and contact technical support if issue persisted, with no further outcome details reported.